Manufacturer narrative:
On visual inspection by the patient, no debris was found in the battery compartment. It was confirmed that the batteries were installed properly. The terminals were cleaned, but the issue persisted. The batteries were then replaced, but the meter would not power on. The customer's meter was returned for investigation. The meter powered on without difficulty using fresh batteries. The customer's returned meter was tested with retention strips and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.7 inr; qc 2: 2.7 inr; qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot: qc lot. All measurements were without error messages. No corrosion, contamination, or damage was observed. The customer's allegation of a power issue could not be confirmed. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. E3: occupation was patient/consumer.

Event description:
There was an allegation of an adverse event for one patient while using the coaguchek xs meter. The patient alleged the meter was not available for use due to a power issue one week prior to hospitalization. The patient was reportedly admitted to the hospital on (B)(6) 2025 due to heart failure, a collapsed lung, high inr levels, and renal failure. The patient alleged the result from the hospital lab upon admission was 5.5 inr. The patient alleged that warfarin was stopped when admitted. The patient reported she did not receive vitamin k but was unsure of which medications were given. It was reported that 2.5 liters of fluid were removed from her right lung, which had collapsed. The patient alleged there was blood in the fluid that was removed. The patient was reportedly in the hospital for five days. The patient¿s current condition was reported to be stable. The patient¿s therapeutic range was provided as 2.0-3.0 inr, and the patient tested once a month. The patient follows a diabetic diet, a warfarin diet, a low-sodium diet, and a heart-healthy diet.